Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: an unknown reading issue was reported with adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported that their sensor consistently showed inaccurate readings which were 15-30 points higher than the regular glucose monitoring method customer requested the replacement for the same issue and had received the replacement, however it was noted that the replacement device had also same defect. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; , and follow-up attempts were successful. And replacement device was issued. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.